Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during the docking of the da vinci-assisted sliding hiatal hernia surgical procedure, universal surgical manipulator (usm) 1 was not accepting instruments. The customer had changed out instruments and drape with no change. The customer swapped out the patient side cart (psc) and was continuing with the case. Field service engineer (fse) to follow up. The procedure was converted to another psc with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: issue was identified during docking of the procedure. All ports were placed and instruments inserted before error message was detected on specific arm. Error message kept saying ¿instrument not recognized. Arm was yellow. Team restarted it and tried another drape with no results. Patients cart was swapped out.

Manufacturer narrative:
The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was installed onto a patient fixture test (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage presence pins were inspected, and no faults could be identified. No physical issues were found during visual inspection. The root cause is attributed to a defective component.

Event description:
Refer to h11 for follow-up information.